Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2017: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device. Batch review performed on (B)(6) 2017. Lot 1655181: 28 items manufactured and released on (B)(6) 2017. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
With the amistem broach #7 in the femur, during the external rotation movement, after the trial reduction and the stability check of the hip implants, a straight (linear) fracture took place. The fracture was anatomically reduced and fixed through 7 bone cerclages. The surgeon completed the surgery using a cemented stem. The whole surgery, including bone fixation, was performed using the anterior approach. In order to better fix the fracture, the surgeon extended distally the amis incision of about 10 cm.